Event description:
During the procedure, flat blue lines were observed after connecting the ECG leads to the patient. The amplifier was connected and communicating perfectly. However, the procedure was postponed to the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue and subsequent cancellation remains unknown.